Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer will change the cartridge. There was no reported adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.